Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: during surgery the drill bits were broken. No additional information was provided. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Review of manufacturing records has been requested.